Manufacturer narrative:
The field service engineer identified a defective buffer dilution valves ((B)(4)) as the most likely source of the bubbles. The valves were replaced resolve the issue. No further issues reported. (B)(6). The beckman coulter internal identifier for this report is (B)(4).

Event description:
While a beckman coulter field service engineer (fse) was calibrating the au680 clinical chemistry analyzer ise; an ise sample pot overflow error was generated. The fse stated that there were a lot of bubbles in the ise sample pot during the dispensing of buffer solution. No erroneous results were reported. There was no report of medical intervention or change to patient treatment associated with this event. No calibration or qc data was provided.